Event description:
Lead dislodgement was noted on x-ray. Device was reprogrammed for now. Physician will evaluate to make a decision on what to do next. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(6) 2022 lead successfully repositioned without issues. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.